Event description:
Material: 329458, material lot: 3034441a. Good morning, I would like to inform you about what happened with a syringe, it's the second time it's happened, but I didn't notify you the first time. I'm attaching photos, which show small black particles, the syringe envelope was fully closed.

Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h6 (device code), h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
(B)(6) 07april2025. Update/additional information from customer service. -product description: safetyglide insulin 0,5ml -material number (sku): 329458. -lot number: 3034441a. - description of product problem: the syringe showed small black particles on the tip of the syringe, near the needle. -what part/component/piece of the product is involved in the complaint? Safetyglide insulin 0,5ml. Arm lock blocked. -purpose of use: in what procedure was the product being or would be used? Drug treatment of the retina, intravitreal injection. -do you have samples of the damaged product? Yes. -do you have samples of the damaged product? Yes. - how many units are available for collection: just one unit. - contaminated sample, if yes report the substance: I can't say. - date of event detected: 26/03/2025. - when was the defect detected: before or during use: during the use. - are any patients involved? If yes, describe in detail: no. -was there a need for medical intervention? No. -was there a need for surgical intervention? No. -was there a need for hospitalization or extension of hospitalization? No. -was there exposure to chemical/biological agents (independent of the use of ppe)? No. -was there an accidental needle puncture? No. -did the event lead to death? No. - can you share any sample photos/video related to this event? Yes. -additional comments: no comments provided.